Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet system because the dexcom g7 cgm was not paired to the ilet, which caused bg run mode to end and insulin delivery to stop; the user continued changing infusion supplies and later reverted to subcutaneous insulin injections, then intermittently attempted to reconnect while still hyperglycemic and received education on proper cgm pairing and reconnection. Symptoms included nausea and dizziness during periods of very high glucose. Outcomes included prolonged elevated glucose with one prolonged low following reconnection attempts, use of backup subcutaneous insulin, and no medical intervention or hospitalization. Investigation included review of device data and user coaching on correct cgm pairing and reconnection protocol. Investigation of this case revealed loss of automated dosing due to absent cgm signal to the ilet, user misunderstanding of pairing requirements, and no evidence of infusion site failure. It was concluded, based on previously established findings for similar reports, that user error and use error related to cgm pairing and operation caused the event.